Event description:
It was reported that pump displayed repeat malfunction alarm and no unusual events occurred before issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived, and technical support arranged pump replacement under warranty, confirmed shipping details, instructed customer to place pump in storage mode before return, reprogram pump settings, reconnect continuous glucose monitor to replacement pump, and send back affected pump using prepaid label within required time.